Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter, ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 5 mg/ml of morphine at 0.7 mg/day via an implantable pump for spinal pain. It was reported the patient's wound opened exposing the pump connector piece of their catheter. It was noted wound dehiscence had occurred at the pocket site. The catheter was revised on (B)(6) 2019. The pump segment of the catheter was replaced at this time. The explanted portion of the catheter was discarded. There were no reported environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed, the wound was visually open. I&d (irrigation and debridement) of the wound was performed along with the catheter revision. It was reported the issue was resolved at the time of the report ((B)(6) 2019) and the patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's weight, medical history, and other medications being taken at the time of the event were not available. Additional information was received from the manufacturing representative (rep). The rep clarified that the catheter was revised due to the wound dehiscence and exposure of the pump connector. There was no problem with the device. It was reported the information provided had been confirmed with the physician/account.